Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited a premature battery depletion (pbd) behavior. As a result, this device was explanted and replaced. No additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.

Event description:
It was reported that this pacemaker exhibited a premature battery depletion (pbd) behavior. As a result, this device was explanted and replaced. No additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis. This device was already returned to boston scientific.

Manufacturer narrative:
The returned device was analyzed, and the reported event was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.